Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: g2 (foreign should've been selected on initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for a unspecified foreign material in the nozzle could not be determined since it was unknown whether reprocessing was practiced in accordance with instructions for use, and the foreign material residue point was confirmed to be free from deformation (no physical damage). The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for use for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.